Manufacturer narrative:
(B)(4).

Event description:
It was reported the device had exhibited a long charge time. The device reached elective replacement indicator due to a premature drop in battery voltage between consecutive months back in 2013. It is unknown if the patient was doing an activity at the time of the voltage drop. Device replacement was recommended. No further information is available.